Event description:
It was reported that the ok button is not responding to user presses as expected. The pt reported having to press the button multiple times to elicit a response.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. A supplemental report will be filed when the investigation is complete. No conclusions can be made at this time.